Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus procedure. The blood glucose reading was unknown due to the report being a previous event. The customer did not want to return the infusion set or reservoir for analysis. She was driving during the call and could not provide the lot number or serial number of the product she referred to. Advised the customer to call when the alarm occurs to allow for troubleshooting in the future. Nothing further reported.